Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in biomed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom technician was unable to obtain any info regarding the beds brakes not holding. The bed was unable to be located. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on their beds. Based on this info, no further action is required.